Event description:
It was reported that after successfully dialing a lesion in the left anterior descending, the balloon catheter became stuck partly inside the guiding catheter while it was removed from the pt. The physician continued to push and pull the device (contrary to IFU) to avoid losing guide wire position, and the balloon catheter eventually separated inside the guiding catheter. The proximal portion was pulled out, but the pt was fairly unstable and sent for emergent cardiac surgery. The distal portion of the balloon catheter was retrieved by the surgeon. The pt is reported to be doing well.